Manufacturer narrative:
G4: 08jun2020; b4: 11jun2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the reported diagnostic code. The service technician replaced the stepper motor controller (smc) printed circuit board assembly (pcba) to address the customer's reported problem, and the touchscreen to address the touchscreen failure that was identified during service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported the occurrence of the diagnostic code related to flash programming error. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and also identified a touchscreen failure. The service technician ordered a touch frame assembly and a stepper motor controller (smc) printed circuit board assembly (pcba) to troubleshoot the device.